Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges chair went up after releasing button and continued up. Alleges consumer fell and injured back.

Manufacturer narrative:
Parts were never returned to pride (B)(4) as the tech scrapped them out.

Event description:
Alleges chair went up after releasing button and continued up. Alleges consumer fell and injured back.